Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the result of the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. An electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. However, the exact cause could not be determined for tears of the coated portion of the cutting wire.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cutting wire of the single use 2-lumen sphincterotome broke during an endoscopic sphincterotomy. The therapeutic procedure was completed by replacing it with a new product of the same model. There were no reports of patient harm.